Manufacturer narrative:
(B)(4) - photophobia. Eval method: a review of the mfg records for the reported lot was performed; no deviations were noted and product met all product specifications. MFR of reported device performed microbiology evals of product retained from the reported lot; all results were within product shelf-life specifications and sterile. Results of all analyses performed were within product specifications: they do not provide a reason for the pt's experience, nor did our investigation identify any product deficiency. Root cause has not been established.

Event description:
The wife of a male patient reported that he experienced an 'ocular infection', with pain, light sensitivity, blurry vision, tearing, and redness in the left eye only after using complete multi-purpose solution easy rub formula with his avaira soft contact lenses. The pt noted symptoms first on october 4th upon waking; the reporter stated that he does not sleep in his lenses. He sought treatment that day from his optometrist, who examined him, suggested discarding his contact lenses and solution (reporter kept the solution) and prescribed zymaxid (gatifloxacin ophthalmic solution) 0.5% on (B)(6) 2010, and digoxin (dicloxacillin) ointment on (B)(6) per the reporter. He was reported as possibly going to see a 'specialist' as well. The pt previously used 'hard' contact lenses for 10 years without problems, and has recently started trials of soft lenses. The pt recently changed jobs; he is a sub-contractor, but was a landscaper for the previous 15 years. Requests for add'l info regarding the patient's ongoing event and return of the complaint unit have been made (3 phone calls and 3 letters); however, the reporter has not responded.